Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The support team provided guidance for resetting the pump, and the customer successfully initiated a new sensor session without further issues.